Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The meter result at 10:40 am was 3.0 inr. The laboratory result at 7:00 am was 4.1 inr. The patient's therapeutic range was requested but could not be provided.

Manufacturer narrative:
The test strips were requested for the investigation. The mete was no longer available to be returned. The returned test strips were discolored indicating that the test strips were exposed to external (outside of the container) influences, e.g. Light or humidity. Therefore, no investigation was possible. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Product labeling states: "when you are ready to test, remove 1 test strip from the container and immediately close the container. Make sure it seals tightly. You must use the test strip within 10 minutes of removing it from the container." And "store the test strips in their original container with the cap tightly closed." The investigation did not identify a product problem.